Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the electrode vapr coolpulse90 electrode was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional testing of device received by customer. A visual inspection of the device was performed; as a result, device has not been returned in the original packaging. Procedural residue was visible in suction tube. The distal tip of the device is in a used condition and a charred section can be seen at proximal end. The plastic manifold was damaged mostly probably by a 'shorting' event at the distal tip. The returned device failed the electrical and functional tests. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. The device was manufactured in march 2023. A DHR review has been performed for the device, and no issues (ncrs or deviations) have been noted which might explain the failures observed during the manufacturing process. The returned device failed the electrical and functional tests. The cause of the issue is due to a direct path being created between the active and return circuits at the distal end. The reported device was evaluated for failing activation test in both electric and functional checks. Visual inspection showed that the plastic manifold was damaged, which is believed to have been caused by a shorting event at the distal tip of the device. This failure mode is consistent with previous failures seen on complaints. These events have been further investigated by CAPA. The risk level severity is categorized as minor. Our analysis shows that the frequency is below the anticipated by the risk analysis and the risk is deemed minor and no further action is required. At this point in time, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. H4: the date of manufacture was unknown (B)(4).

Event description:
It was reported by the sales rep in china that during a rotator cuff repair surgical procedure on (B)(6) 2023 the vapr s90 4.0mm w/integr hdp -ea device had an output short displayed on the screen. Changed another one to continue the surgery, the same problem happened again. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. This is report 2 of 2 of the same event.